Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazolin 1 gram daily and intraperitoneal fortum 1 gram daily for peritonitis. Three days after the event onset, the cefazolin and fortum were discontinued. The following day, the patient was started on intraperitoneal tienam 1g daily) and intraperitoneal ciprofloxacin 200 mg daily for peritonitis. After three days, the tienam and ciprofloxacin were discontinued. That same day, the patient¿s pd catheter was removed and the patient was switched to hemodialysis due to not responding to the peritonitis treatments. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.